Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula instrument had the plastic part burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was observed. The thermal damage was first observed after the procedure was completed. The surgeon believes that the insulation material was insufficient (possibly leading to the observed thermal damage). The instrument did touch a maryland bipolar forceps occasionally during the procedure. Sparks were observed while the surgeon was cauterizing the tongue base (other instrument was grasping the base of the tongue when the sparking/ arcing event occurred. No injury to the patient was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery spatula instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage to the distal clevis near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the enter same location as above. The conductor wire was not broken at the weld. Components adjacent to the distal clevis show thermal damage.

Event description:
Refer to h11 for follow-up information.